Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the patient contacted animas and alleged that the blood glucose meter was reading high; the patient claimed confusion and customer technical support (cts) reported disorientation. Cts spoke with a family member who was assisting the patient and told them to call back once the blood glucose was lowered in order to troubleshoot the pump. No specific allegation was made against the pump. Several attempts to contact the patient were unsuccessful and the patient did not contact animas again. This complaint is being reported because the pump could not be ruled out as a contributor to the hyperglycemia.